Event description:
It was reported the trach would only inflate on one side. No patient injury reported.

Manufacturer narrative:
Other, a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection was performed and no damage could be detected. Functional test included deflating and inflating the cuff 4 times, all the times the cuff inflated and deflated completely. The complaint is not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).